Manufacturer narrative:
The insulin pump had no up arrow button repsonse due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers were changing without input from the customer. Her blood glucose was 120 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.